Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a distribution hoop, pusher wire, introducer sheath and coil were returned for analysis. A visual inspection was performed. The pusher wire and coil were interlocked inside the introducer sheath. The coil was advanced through the introducer. The pusher wire was kinked in 4 places. The pusher wire was noted to be stretched. The core wire of the pusher wire was noted to be broken. The tip of the introducer sheath was noted to be cut at an angle. The coil was noted to be stretched. A microscopic inspection was performed. The interlocking arm of the pusher wire and the coil were inspected and no damage was noted. The coil zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty inserting the coil was encountered. The target area was an area of vessel perforation located in the distal diagonal artery. The physician attempted to occlude the perforation with prolonged balloon inflation and sub-expanded stent implantation;however, these measures were unsuccessful. The physician then positioned a renegade stc microcatheter into the diagonal artery. A 2/6mm x 8cm fibered interlock¿ vortx diamond coil was selected; however, the coil was unable to move through its delivery system even though the device had been flushed with saline and heparin. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the core wire of the pusher wire was broken.